Event description:
Pt reported that on three occasions during the previous 2-3 months, the infusion set tubing separated from the luer lock. His blood glucose was elevated to 350 mg/dl at the time of the last incident. He did not report any symptoms associated with the elevated blood glucose. Pt's normal range was 80-120 mg/dl. Pt discovered the separation after testing his blood glucose, discovering it was elevated, and examining the device. He indicated that he changed the infusion set and administered a bolus to reduce his blood glucose level. No medical assistance was required. Product was requested to be returned for eval.